Event description:
Additional information received reported that the patient wasn¿t sure what circumstances led to the burning at the implantable neuro stimulator(ins) site, the burning just started. The patient reported that the burning at the ins site was still there. The healthcare provider (hcp) reported that the patient hadn't contacted their office regarding the burning at the ins site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had their ins system and replaced with another manufacturer¿s product. They noted that the stimulation burned them whether it was on or off. The therapy worsened their right leg and now had to use a walker. The patient was upset that they had to go through another back surgery (their seventh) and now had 2 scars as the new device was implanted on the other sided. They could not lie on either side without pain. It was noted that the patient had the needed the device because of issues inflicted by an abusive ex-husband and that they had ptsd from the 20 year abuse relationship. They had been on pain pills for 4 years and had hoped the ins therapy would get them off the medication. The patient stated that they had arachnoiditis but the therapy never worked and made everything worse. They were in agony and mentioned they suffered needlessly. The indication for use for the implanted device was noted as non-malignant pain. Additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2015. On (B)(6) she started having burning where the implantable neurostimulator (ins) was. The patient stated the healthcare provider office told her she needed to get a hold of the manufacturer representative (rep) who was there when the implant was done. She also stated the healthcare provider office told her she was losing electricity somewhere and was instructed to turn stimulation off. Even when stimulation was off it still burned. It was noted the patient had arachnoiditis and her nerves were always inflamed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the re-preported that the cause of the burning sensation was not due to a problem with the ins/leads, but rather that their body had 'rejected' the metal. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.